Event description:
As reported in the literature article by shah a, robinson j, leibowitz j, singireddy s, levy l, ghoreishi m, toursavadkohi s, grazioli a, rabin j, kaczorowski d, taylor b, griffith: vascular closure device vs open decannulation for femoral venoarterial extracorporeal membrane oxygenation (2024) (va-ECMO), an unknown mynx control vascular closure device (vcd) had a failure occur that required conversion to manual pressure. The failure was pulsatile bleeding from the arteriotomy site. The device was used to close the site of a percutaneously placed 6fr wire reinforced sheath in the superficial femoral artery (sfa) which was being used for distal extremity perfusion during femoral va-ECMO. The device will not be returned for evaluation.

Manufacturer narrative:
As reported in the literature article by shah a, robinson j, leibowitz j, singireddy s, levy l, ghoreishi m, toursavadkohi s, grazioli a, rabin j, kaczorowski d, taylor b, griffith: vascular closure device vs open decannulation for femoral venoarterial extracorporeal membrane oxygenation (2024) (va-ECMO), an unknown mynx control vascular closure device (vcd) had a failure occur that required conversion to manual pressure. The failure was pulsatile bleeding from the arteriotomy site. The device was used to close the site of a percutaneously placed 6fr wire reinforced sheath in the superficial femoral artery (sfa) which was being used for distal extremity perfusion during femoral va-ECMO. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.